Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that when the harmonic shears were delivered (not used in a procedure) the one device on top wasn't in any type of sterile packaging. There was no patient involvement.